Manufacturer narrative:
The reported event of over-sensing was not confirmed. Device was returned for analysis. Electrical testing, visual inspection and sensitivity test of the device did not find any anomalies.

Event description:
It was reported that the patient pacemaker exhibited oversensing of wide qrs wave. No programming changes were made. Patient status was unknown.

Event description:
New information received noted that the patient's pacemaker was explanted and replaced. The patient status throughout the procedure was unknown.